Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 05, 2007. Evaluation summary: evaluation was performed and the reported condition was confirmed. Inspection of the pump revealed defective user interface module printer circuit board (uim pcb) caused failure code 703:00. The uim pcb was replaced. The pump was tested for proper operation and pump found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.

Event description:
The facility reported an infusion pump with failure code 703:00. This failure code occurred prior to use. According to the hospital representatives there was no patient injury or medical intervention reported. No additional information or contact was provided.